Manufacturer narrative:
Age at time of event: 18 years or older. Device evaluated by manufacturer: the complaint device was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
It was reported that during an angioplasty treatment procedure, a balloon rupture occurred. Vascular access was obtained via the femoral artery. The 99% stenosed target lesion was located in the calcified and moderately tortuous anterior tibial artery. The sterling es otw 2mm x 40mm x 144cm balloon catheter was advanced to the lesion and ruptured on the first inflation at 10atms. The procedure was continued with a different device. There were no patient complications reported and the patient's status is good.